Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that the components between the male luer lock adapter and the tubing were separated. Dimensional inspection was performed and it was noted that outside diameter of the tubing was out of specification. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high flow rate extension set came apart at the leur lock. This event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.